Event description:
Procedure: infusion port explant. Translation initially indicated the catheter was broken supraclavicularly of venous port (right v. Jugularis internal). - freely floating in vena cava superior. Further information revealed an x-ray had been taken in 2002 due to the patient complaining about pain in the shoulder area. A leak at the insertion area was detected. During explantation in 2002, the rupture of the catheter was seen directly at the suture where the catheter entered the vein. The suture tied to the catheter kept the distal part from creating an embolus. Reportedly, the patient is suffering from a vocal paralysis.